Event description:
Additional information was received. During a follow up visit, interrogation revealed high out of range impedance measurements. A revision procedure was performed. This lead was surgically abandoned and replaced. A visual inspection revealed blood had infiltrated the lead. It was suspected that insulation damage had progressed to a lead fracture. In addition, blood was noted in the device header. This lead and device were replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead displayed three seconds of asystole on the holter monitor. Right ventricular sensing or pacing failure was suspected. However, a pacemaker interrogation did not duplicate this finding. Impedance measurements were stable. No oversensing was observed. A lead fracture was suspected. A revision procedure will be performed in the near future.